Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was able to review of the lot history of the subject products and they was acceptable per release criteria. Two catalog #0604 were rpt'd, one catalog #604 and one catalog#0605 were received.

Event description:
Dist reported that two implants failed.